Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patients aortic angle is 54 degrees. There was not multiple manipulations to cross the arch. During the procedure, while the device was being placed there was issues with the retainer tab separating. The deployment wheel reached end of travel. The physician tried manipulating the wire a little, rotating the handle 180 degrees and recapturing the last tab to try and get it off. This resulted in a perforation in the inferolateral wall requiring pericardiocentesis and a pericardial window. There were a couple of recaptures during the case which most likely built up backward tension. The perforation occurred due to wire perforation when manipulating the wire to release the 3rd retainer tab that was stuck on the retainer receptacle on final deployment. The user blamed the third tab not coming off immediately as a result of the non-abbott guidewire perforation. The patient's activated clotting time (act) levels were >250 and then back to normal after protamine was administered following the procedure. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patients aortic angle is 54 degrees. There was not multiple manipulations to cross the arch. During the procedure, while the device was being placed there was issues with the retainer tab separating. The deployment wheel reached end of travel. The physician tried manipulating the wire a little, rotating the handle 180 degrees and recapturing the last tab to try and get it off. This resulted in a perforation in the inferolateral wall requiring pericardiocentesis and a pericardial window. There were a couple of recaptures during the case which most likely built-up backward tension. The perforation occurred due to wire perforation when manipulating the wire to release the 3rd retainer tab that was stuck on the retainer receptacle on final deployment. The user blamed the third tab not coming off immediately as a result of the non-abbott guidewire perforation. The patient's activated clotting time (act) levels were >250 and then back to normal after protamine was administered following the procedure. The patient is stable.

Manufacturer narrative:
It was reported that navitor valve was selected for implant and there were no multiple manipulations to cross the arch. During the procedure, while the device was being placed there was issues with the retainer tab separating. The deployment wheel reached end of travel, and it was attempted to manipulate the wire a little, rotating the handle 180 degrees and recapturing the last tab to try and get it off which resulted in a perforation in the inferolateral wall requiring pericardiocentesis and a pericardial window. There were a couple of recaptures during the case which most likely built-up backward tension. Also reported that the user blamed the third tab not separating as a result of the non-abbott guidewire perforation. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received, the cause of reported patient effects perforation and cardiac tamponade are consistent with operational difficulties. Based on information received, the reported retainer tab separation difficulty could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as surgical treatment of perforation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.